Event description:
It was reported during the transition from transport height to load height, the stretcher allegedly lowered at the food end. The foot end operator held onto the stretcher so the patient would not be jarred and allegedly sustained a back injury. The emt did seek medical attention and had 2 days light duty before returning to normal duty. It was reported the patient was not injured and was unaware of the incident.

Manufacturer narrative:
This device was evaluated by the manufacturer. A visual and functional evaluation was conducted and no failures were detected and the alleged incident could not be duplicated. The cot has been returned to the customer. A historical review of the serial number for this device was made and it revealed there have been no prior complaints or field service work orders on this device in its 5 year life.